Event description:
This complaint is from a literature source. The following literature cite has been reviewed: pawar r, yap r, blow j, garabadi m, rowsell m, minhas h, antapur p. Comparison of two tapered fluted modular titanium (tfmt) stems used in revision hip arthroplasty from a single center. J orthop. 2022 sep 1;34:196-200. Doi: 10.1016/j.jor.2022.08.024. Pmid: 36104996; pmcid: pmc9465337. Objective and methods: authors studied the early to mid-term stem survival for tapered fluted modular titanium (tfmt) stems used in revision hip arthroplasty, with radiological outcomes measuring subsidence, and proximal femoral bone stock changes. Two different manufacturers were studied, consisting of depuy reclaim femoral stem and a competitor. There were 51 patients in the arcos cohort, and 57 patients in the reclaim cohort. Both cohorts were comparable with respect to gender, side, bmi, paprosky defect, indications for surgery, extended trochanteric osteotomy (eto) and stem length. All cases were revisions of prior hip arthroplasties¿none of the manufacturers of the primary hip replacements were provided. Authors did not provided any specific product or lot code information for tfmt implants used, nor identify the manufacturers of the acetabular side constructs if revised from primary. Manufacturer(s) of cerclage wires were not identified. Results: at a mean follow up of 5 years, both cohorts showed excellent stem survival, 96.4% in reclaim cohort as compared to 100% in arcos. Subsidence was observed in both cohorts but none required a revision due to subsidence. Mean subsidence of 2.3 mm occurred in the arcos group as compared to 4.5 mm in reclaim. Authors observed subsidence greater than 5mm in 5/51(10%) patients in arcos cohort and 17/57 (30%) patients in reclaim cohort. Both cohorts showed excellent restoration of proximal femoral bone stock. Authors observed the following complications: 3 patients in the arcos cohort had recurrent dislocations. 2 cases settled with closed reduction and bracing and one had to be revised to a dual mobility construct. One of the reduced hips had subsidence greater than 5 mm. 1 patient developed superficial infection which needed washout. There was 1 patient with abductor weakness following procedure and 1 patient with non-union at eto site, neither of them required any surgical intervention. 3 patients in the reclaim cohort had recurrent dislocations. 1 settled with closed reduction and 2 needed revision to dual mobility articulation. All of these stems had subsided more than 5 mm. There was 1 superficial infection which resolved with wash out and long term antibiotics, and 1 deep infection which needed excision arthroplasty after multiple failed wash outs. 1 patient was found to have foot drop following surgery, which resolved in 6 months. 1 patient developed fatigue failure of junction between cone and distal stem at 8 months, which was revised to a longer reclaim stem and excluded from further study. The authors concluded that tfmt stems at 5 years follow-up demonstrated more than 95% survival, with minimal subsidence and good restoration of proximal bone stock. Small differences in subsidence may be attributable to stem geometry and taper.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.